Event description:
It was reported that during pre-dilatation, resistance was felt with the anatomy and the guiding catheter during advancement and positioning of the 2.75x12mm trek rx balloon dilatation catheter (bdc). After inflation, negative pressure was applied and the balloon was difficult to deflate, but was able to deflate completely. Resistance was met during retraction and the bdc was forcefully pulled into the guiding catheter and removed from the patient anatomy. Another dilatation catheter was not required to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported slow inflation was not confirmed, but likely had a slower deflation time due to catheter damages. The reported difficult to position and remove with the balloon dilatation catheter was not confirmed and also likely due to the anatomical conditions and catheter damages. The reported resistance in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.